Event description:
It was reported that prior to surgery the device had calibration issues. Once in surgery the pressure readings were different, and the pressure was too high. At the beginning of the surgery they inflated the tourniquet. When the surgeon made his incision, there was blood. He did the surgery anyway but the visibility was poor. There was no additional procedure, no harm, and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the repair site confirmed that the unit was out of calibration. The unit was calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.